Event description:
Device malfunction: unk. Time of symptoms/ae: during vessel closure. Symptoms/ae; failure to achieve hemostasis. It was reported that a physician in-training in the use of the starclose device attempted arteriotomy closure of a heavily calcified right common femoral artery after an interventional procedure. Reportedly, all deployment steps were completed; however, hemostasis was not achieved after clip deployment. Hemostasis was achieved using manual compression. The physician commented that the pt was extremely thin and it could have contributed to the device failure. There were no reported adverse pt effect. No add'l info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A f/u will be submitted with any relevant info.